Manufacturer narrative:
Device received with broken battery tube thread and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that meter was showing high. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated that top of the battery compartment. Plastic was missing. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.